Event description:
It was reported that this patient with this electrode received an inappropriate shock due to oversensed noise. Technical services (ts) recommended to obtain x rays and walked the health care professional (hcp) through programming the subcutaneous implantable cardioverter defibrillator (s-ICD) to secondary vector. This electrode remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.